Event description:
Additional information received reported that the patient was susceptible to (B)(6)infections.

Event description:
It was reported that during a post-operative follow-up appointment with the patient's healthcare provider (hcp) on (B)(6) 2013, the hcp felt that there was an infection at the pocket site and opted to remove the implantable neurostimulator (ins). During surgery that same day, the hcp felt that the infection was contained to the pocket site only and therefore only removed the ins. The extensions and lead were left intact and would be used in the future when there is no longer an infection. The reporter indicated that antibiotic treatment was necessary. Patient symptom of redness at the device pocket was noted. There was no patient injury but surgical intervention was required. If additional information becomes available, a follow-up report will be submitted. Refer to manufacturer's report # 3004209178-2013-00076 for additional patient and device information.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient had a (B)(6) infection and their "stomach split open and the ins came out". It was noted the patient was seen by "infections disease" and had a pic-line. Information omitted pertaining to events (B)(4) - antenna plug and (B)(4) - burning sensation/pocket revision. These events are not related